Event description:
As reported, customer reported that bacteria were detected from the scope in two bacterial tests by the institutions infection control department. There was no patient infection, no injury or harm reported as a result of the event.

Manufacturer narrative:
Customer culture test results the scope was tested (B)(6) with (B)(6). In a follow up communication with the customer, it was conveyed that "although it was negative by gram stain test, it became (B)(6), ((B)(6)) again in the culture test. The scope was reprocessed and sent to service, olympus (B)(6) for evaluation. The subject device was received and evaluated. Device inspection and evaluation, the following were noted below: the appearance of the equipment was inspected and the total length inside each pipeline was confirmed, however, no abnormalities such as residual foreign matter, buckling, or scratches were confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to add the foreign country (B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The lm reviewed the cleaning, disinfection and sterilization (cds) practices of the user and found no obvious deviation from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.